Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 580 mg/dl to ¿high¿ (specific value not provided). Reportedly, the customer did not complete the cartridge change process which resulted in an incomplete cartridge change alert. Customer addressed the elevated bg by manual insulin injection. Tandem technical support performed a system check and confirmed that the pump and related supplies were operating as intended.